Event description:
It was reported that during a lap hernia procedure, the jaws would not open after firing of the last clip. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.